Event description:
The distributor reported on behalf of the customer, during a therapeutic procedure, the screen blacked-out when the endoeye flex deflectable videoscope was connected to the visera elite ii video system center. The intended procedure was completed with another scope. No patient harm reported. The device had been inspected prior to use. No abnormality was found. There was an impression that the frequency of blackout of images at the facility was high and there was uncertainty whether the cause was damage to the charge-coupled device due to sterilization conditions. This complaint is related to patient (B)(6) (visera elite ii video system center, otv-s300).

Manufacturer narrative:
The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue.

Event description:
Additional information was received from the reporter. The number of occurrences of the frequency of blackout of images at the facility was unknown.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter. See updated sections b5, d4, d9, h3, h4, and h6.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the event was unable to be identified; however, as a result of disassembling the scope, there was no problem with the soldering condition or wiring, etc., but when the video connector's inner base was heated, an image abnormality occurred. The event was most likely caused by the following: 1) temporarily short-circuited when the video connector was connected to the video system center with water, etc. Adhering to the electrical contacts. 2) an over current flowed temporarily when the video connector was plugged and unplugged while the power of the video system center was turned on. 3) static electricity was applied to the electrical contacts of the video connector. 4) electronic components deteriorated over time and failed due to electrical stress during normal use and heat stress during autoclave sterilization. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. Olympus will continue to monitor field performance for this device.